Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement vertek arm ii shipped to site (B)(4) 2015. No parts have been returned to manufacturer for analysis. No further issues have been reported.

Manufacturer narrative:
The device was returned to the manufacturer for analysis and showed signs of physical damage. The returned arm was over three years old and very worn. The end of the arm would not lock down completely. The reported event was confirmed. The device was replaced to resolve the issue.

Event description:
A site purchasing department representative reported a navigation system articulating arm would not tighten properly. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.